Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160939 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m160939, test base part number 190-430 / lot m160939. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160939 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is patient sample interference.

Event description:
The customer reported an unconfirmed false positive result on a nasal swab with the ID now covid-19 assay. Per the customer, the patient had testing done in the hospital (name of test not provided) and generated negative results. Per the customer, the patient was asymptomatic. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Address: (B)(6).